Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece overheated. Overheating was caused by cap bearing failure on the turbine. Also cap damaged from coming in contact with rotor and when cap was taken off. The cap pieces fell out of cap threads.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.